Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, a functional test was performed on 10 retention tubes and all tubes were within specification limits. This complaint has not been confirmed for the indicated failure mode: underfill. Based on a review of the device history record all product specifications and requirements were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.